Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were verified through a review of the event history log by the presence of multiple "air in line!" Messages, but was unable to recreated during evaluation. Evaluation inspected and tested the device at 400ml/ hour for 15 minutes with no symptoms of the reported issue. Evaluation tested the ultrasonic sensor readings and found the cause to be an out of specification ultrasonic sensor. The ultrasonic sensor failed calibration attempt and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no patient involvement. No additional information is available